Manufacturer narrative:
The desktop charger was requested for analysis but was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the recharger was not working 100% and the connector pin could possibly be broken. The patient reported that they do not feel stimulation anymore and was noticing some pain down right and left sides. The patient reported that they had a fall and broke their knee cap on (B)(6).